Manufacturer narrative:
(B)(4).

Event description:
It was further reported the patient has been discharged from the hospital as of approximately two weeks ago.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported the patient went into renal failure post procedure. An angiojet zelante dvt catheter was being used during a thrombectomy treatment procedure in the left iliac vein extending down into the common femoral vein. The device was used for approximately 360-380 seconds with no patient complications. The procedure was completed and the patient status was good. Further information was received the patient went into renal failure and received dialysis treatment. The patient is still in the hospital undergoing dialysis, making some urine.